Event description:
Davinci robot had fault in arm 2 in previous surgical case that was reported as cleared by davinci rep. Upon docking robot to surgical field and beginning procedure the fault message returned and arm 2 was initially still able to be utilized but after 10 minutes arm 2 became non-functional. The arm was disabled and the procedure was modified to from original surgical plan to accommodate robot malfunction.